Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, confirmed that the pump was under warranty, and instructed the customer on how to put the pump into storage mode and return it with a pre-paid label. Customer agreed to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.